Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and insulation breach verified on fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage was confirmed. The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix housing was separated from the ring electrode assembly and the inner coil was stretched at the distal region of the lead consistent with procedural damage. X-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any conductor fractures but found an internal short between the inner coil and ring electrode conductor paths consistent with procedural damage. The cause of the reported event of lead damage was isolated to separated helix housing consistent with procedural damage. No other anomalies were found.